Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the jaws could not be re-opened but were not on tissue at the time. There was no injury to the pt. The device was returned for evaluation and it was discovered the webbing is protruding upon initial inspection.